Event description:
It was reported that during a sleeve gastrectomy procedure, the doctor couldn't remember specifically, but said first or second firing, some staples weren't formed on sleeve side. He thinks they were the inner most row, closest to the cut line on the sleeve side. Not all unformed; just a few. He sewed it over and used other cartridges to complete the case. There were no patient consequences reported. One reload was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: sales rep noted that the doctor couldn't recall bmi, male or female.